Event description:
It was reported the haptic on the lens flipped during a procedure. A spare lens was implanted. No adverse patient effects was reported.

Manufacturer narrative:
The device is not being sent back. Thus, a proper device analysis could not be completed, nor the reported issue confirmed. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the flipped haptic is but is not limited to: loading strategy, lens placement technique, accessory device support, poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.